Event description:
It was reported the pt does not use his scs system and is not able to charge. The pt declined any troubleshooting of his system by an sjm rep. The pt would like his system explanted. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.